Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device presented image noise. The issue occurred during pre-use inspection, prior to a therapeutic procedure. The procedure was completed using a different device. There were no reports of patient harm.